Manufacturer narrative:
Device has not been received by the manufacturer.

Event description:
It was reported that the patient experienced unintended stimulation when the screen of the device was touched. There were no adverse consequences, no delay and no medical intervention reported.

Event description:
It was reported that the patient experienced unintended stimulation when the screen of the device was touched. There were no adverse consequences, no delay and no medical intervention reported.

Manufacturer narrative:
The device was received by the manufacturer and the complaint could not be confirmed. However, based on consultation with a subject matter expert, and based on the fact that no failures or malfunctions were observed during product evaluation, a root cause for the alleged event could not be determined.